Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 02/08/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/19/2017 with the following findings: a review of the black box showed power on reset events. The battery cap was able to fit for testing. The rewind, load, and prime steps were performed successfully. The 24 hour testing was performed successfully with no loss of power issues occurring. The intermittent power issue was not duplicated during investigation. Unrelated to the original complaint, moisture was found through the display lens. A leak test was performed and failed due to a crack at the top right corner between the keypad and the pump seal, and a leak was found in the audio bolus button. The pump was opened to find moisture throughout the pump casing including on the power flex. The audio bolus button was responsive. The audio bolus button cover was removed to find moisture on the button contact. Additionally, the battery compartment was cracked from the case seal to the grip pad and a leak was not found at this location. The display was dim and letters had a red hue. (B)(4).